Event description:
It was reported that stent damage occurred. A 8x60x120 epic vascular stent was unpacked. However, during preparation, it was found that the front end of the stent was damaged. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure.

Event description:
It was reported that stent damage occurred. A 8x60x120 epic vascular stent was unpacked. However, during preparation, it was found that the front end of the stent was damaged. The procedure was completed with another of the same device. There were no patient complications and the patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an epic self-expanding stent system. The outer shaft, inner shaft, and tip were visually and microscopically examined. Visual examination revealed that the stent is partially deployed 7mm from the middle sheath. There is a kink to the middle sheath 7cm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The lock is still on the rack. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found that the stent is partially deployed.